Event description:
In (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2008 a chest x-ray revealed the filter projected to the to the right of l1-l2 disc level. In (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter extended from l1 level to l2-l3 disc space with distal prongs extending outside inferior vena cava (ivc) walls. Some of the filter struts had penetrated 7 mm through the wall of the ivc. The filter was tilted to the right with its proximal cone lying on the wall of the ivc and embedded in it. The entire filter was above the renal veins and was in the hepatic segment of the ivc.

Event description:
In (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2008 a chest x-ray revealed the filter projected to the to the right of l1-l2 disc level. In (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter extended from l1 level to l2-l3 disc space with distal prongs extending outside inferior vena cava (ivc) walls. Some of the filter struts had penetrated 7 mm through the wall of the ivc. The filter was tilted to the right with its proximal cone lying on the wall of the ivc and embedded in it. The entire filter was above the renal veins and was in the hepatic segment of the ivc.